Event description:
The customer observed falsely elevated magnesium results generated on the architect c16000 processing module for two patient samples. The customer repeated the samples on another analyzer and the results were lower. The following data was provided: customer's normal range: 0.66 to 1.07 mmol/l sid (B)(6), initial result = 3.90 mmol/l; repeat result on another analyzer = 0.83 mmol/l sid (B)(6), initial result = 2.65 mmol/l; repeat result on another analyzer = 0.92 mmol/l there was no impact to patient management reported.

Manufacturer narrative:
Section a1 - patient identifier: sids = (B)(6) . The technical service specialist (tss) inspected the instrument and observed bubbles coming out of the cuvette washer high concentration waste (hcw) nozzle. The tss resolved the issue by replacing the hcw peristaltic pump head tubing. No additional discrepant result issues have been reported since the service activity was completed. The hcw peristaltic pump head tubing was determined to be the likely cause of the issue. An instrument service history was reviewed and revealed no additional erratic or discrepant patient results reported for (B)(6) . There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the clinical chemistry systems did not identify any trends related to the architect c16000 system, the likely cause part, or discrepant results as described in this ticket. The device history records were reviewed, and no non-conformances or deviations were identified. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency was identified for the architect c16000 processing module, serial number (B)(6) or the hcw peristaltic pump head tubing.